Event description:
On (B)(6) 2014, the reporter contacted animas alleging power loss issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: investigators removed reference of "no occurrence of a no power condition" and inserted reference to "por events following low battery warnings on (B)(6) 2014. Primary diagnostic code changed from "ndf" to "uif".

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. The black box shows no occurrence of a "no power" condition. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case, no evidence of moisture or loose components inside pump. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.